Event description:
It was reported that during a trochanteric fixation nail (tfn) procedure, a lag screw was inserted, and handle was removed. X-ray showed the screw was not in the right location. Surgeon tried to use the tfn screw inserter/extractor to re-engage screw, at which point the trochanteric fixation nail (tfn) screw inserter/extractor bent. The inserter/extractor was removed from the sleeve. With the sleeve removed, the inserter/extractor could be used to complete the procedure. There was a 15 minute delay and no patient harm. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Additional product code: hwc. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that there no ncrs were generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a pd evaluation was conducted. The report indicates that the tfn inserter/extractor is used to assist in the insertion and extraction of screws which are designed to help secure implants. Drawing (B)(4)) was reviewed and determined to be suitable for intended design, application, and dimensional conformity when used and handled as recommended. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. It is mostly likely that the subject complaint was caused by an over-insertion of a lag screw, which subsequently led to over torquing and the damage to the tangs at the tip of the inserter/extractor which interacts with lag screws. From (B)(4) 2008 to (B)(4) 2014, there have been a total of (B)(4) relevant global complaints involving 357.428. During the same time period there were a total of 47,823 11mm lag screws sold globally. The tfn inserter/extractor is used with the insertion and extraction of 11mm lag screws, therefore they must be considered when calculating occurrence rate based on the investigation of the returned part and the info provided with the complaint, it is most likely that the complaint condition occurred due to an over-insertion of a lag screw, which subsequently led to over torquing and the damage to the tangs at the tip of the inserter/extractor which interacts with the screw. The compliant condition was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.